Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the bending section rubber glue was worn out, the angulations were out of specification and damage to the light guide fibers was causing insufficient light volume. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The data for personal information (initial reporter) cannot be made available due to restrictions imposed by the EU general data protection regulation (gdpr, art. 44-49). Customer provided information on the reprocessing carried out at the facility. Pre-cleaning detergent is salvanios premium. Bedside pre-cleaning practice for endoscope at user facility is life nova clean. Detergent used for manual cleaning is salvanios premium. No information is provided for disinfectant used for disinfection in manual treatment. Peracetic acid is used and glutaraldehyde is not used. The biopsy valve, air valve, and suction valve disinfected or sterilized manually. Automatic endoscopy reprocessor (aer) is soluscope 3 and 4. Detergent used with aer is soluscope cln and disinfectant used is soluscope paa. The device is stored horizontally. Maintenance company information is not provided. The device is returned and awaiting the results of testing done by an independent laboratory for olympus after reprocessing correctly per the instruction s for use. The date of return of the device is not available. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported by the customer, after a routine microbiological sampling, as required to be mandatorily performed by french regulations, the device had unexpected contamination. Total germs found in suction channel were 11 ufc/100 ml. The tests were performed before the device was used on a patient. There was no contamination nor any other deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
Additional information has been received. Correction is being made by adding a value to other. This supplemental report is being submitted to provide this information. Olympus performed a culture sampling after reprocessing of device following the required instructions for use. The test results revivable microorganisms for all channels (injected volume and 100 ml, filtered volume 100 ml) were 1 cfu, which is below the target level. As such, the results obtained comply with the target level defined in the regulations of (B)(6) of july 4, 2016. Coagulase negative staphylococci 36 ° c, which are not in the target of the french regulations, were detected via phenotypic-molecular methods - internal method.